Manufacturer narrative:
One cardiomems power supply cable was received for evaluation. Visual inspection verified the power supply cable was frayed and wires were exposed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reported sparking, and exposed and frayed wires at the power supply cord. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.